Manufacturer narrative:
(B)(4).

Event description:
The nerve was hit during implant placement in tooth position us-18. A second implant was placed in the same tooth position without removing the first implant. The patient suffered from paresthesia and needed hospital-based surgery to remove the implants and repair the nerves. The jaw cracked when the implants were being removed. The patient is doing well. The numbness disappeared and the patient is healing. The implant manufacturing date, device history record and complaint history (for the batch) could not be reviewed, because the batch number was not received by nobel biocare. Inspection of the returned implants confirmed that measurements (length and diameter) were according to specifications. In the instructions for use (IFU) for the implant, the users are warned that failure to recognize the actual length of drills relative to radiographic measurements can result in permanent injury to nerves or other vital structures. No corrective or preventive actions are planned by the manufacturer. Nobel biocare will continue to monitor all complaints for a possible adverse trend.